Manufacturer narrative:
The patient has severe renal failure.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for vanc3 vancomycin (vanc3) on a cobas 6000 c (501) module - c501. The patient results for the vanc3 assay were higher than results obtained with the vanc2 vancomycin (vanc2). On (B)(6) 2017, a first sample from the patient was tested with the vanc2 assay, resulting as 44 ug/ml. On (B)(6) 2017, a second sample was collected from the patient and tested with the vanc3 assay, resulting as 104 ug/ml. The sample was repeated, resulting as 101.7 ug/ml accompanied by a data flag. The second sample was then diluted 1:2 and tested with vanc3, resulting with a raw value of 37.7 ug/ml which calculates to a final value of 75.4 ug/ml when applying the dilution factor. The second sample was repeated for vanc3 after re-calibration, resulting as 102.6 ug/ml accompanied by a data flag. An aliquot of the second sample was sent to another laboratory for testing on an unknown roche analyzer using the vanc2 reagent and this resulted as 40.4 ug/ml. The customer then tested three other patient samples with the vanc3 assay and sent these same samples to the other site for testing with the vanc2 assay. No discrepancies were seen for these patient samples. No adverse events were alleged to have occurred with the patient. The customer also mentioned that during troubleshooting, they changed the reagent pack and used fresh calibrators. The c501 analyzer serial number (B)(4). Precision studies were run on the customer's c501 analyzer and these were within range. The customer ran calibrators as patient samples and these recovered correctly. Application settings were verified as correct and extra wash cycles were programmed correctly on the analyzer. The analyzer was found to be working within specifications. A general issue with the instrument and reagent can be excluded as calibration and quality control recoveries were acceptable. The three other patient samples also showed a good comparison between methods.

Manufacturer narrative:
In general, vancomycin dosage for patients on hemodialysis depends on frequency of dialysis and requires adjustments. In this event, the time point of the analysis in relation to dialysis is not known. Also, it is not clear whether the decision to discontinue vancomycin therapy was based on the discrepant high result only or also other factors. It is stated that the patient had thrombocytopenia. It cannot be excluded that the treatment was discontinued because the patient has suffered a vancomycin related immune thrombocytopenia. Based on the available information, the root cause is most likely a patient-related issue and can be considered an isolated event.

Manufacturer narrative:
Samples from the patient were provided for investigation. Preliminary investigations of the samples were able to duplicate the findings of the customer. An unspecific agglutination of the reagent latex particles may be the root cause of the elevated sample results. Identification of the substance causing the reagent latex particle agglutination is ongoing.

Manufacturer narrative:
Increased values for vancomycin in the particle-based immunoassay means that normal agglutination of the particles is hindered or at least slowed down. This could be caused by a component which binds to the latex, but does not bridge the latex particles. Alternatively this could be a factor which competes with vancomycin, however, structurally close related molecules are not known. Igm concentration was increased in the sample, however igm should not interfere with the assay. A clear identification of the interfering factor was not possible.